Event description:
Abbott's freestyle libre 3 failed to generate alarm of significant and life-threatening hypoglycemia for over 1-hour last night for my minor child. At one point my child's glucose was under 40. This devise did not generate alarms through the libre freestyle 3 app on my child's phone. The device failed to generate alarms through the libre link up app on both parents phone's and a grandmother's phone who all should have received alarms when glucose dropped below 55 and individually had various alarms set to initiate if blood glucose dropped below 80, 70 and 65. Awareness of this came from an alarm to parents iphone that the data connection had dropped for 20 minutes or more while the alarm for hypoglycemia had failed to initiate for over an hour on primary device and 3 separate devices using the link up app. This was an app-based issue. Device continued to work as app showed a graph indicating that blood glucose was and had been dangerously low for about an hour. Parents contacted abbott to report issue and are being told incorrect information that having a phone using the link up app close to the primary user¿s phone would result in interference resulting in not receiving alarms. This is inaccurate and dangerous information. My child could have died or had a seizure as a result of this error on their end and I'm not convinced they are taking it seriously. While cgms are not perfect and require verifications before treatment they are marketed (and I believe approved by the FDA) as both a convenience item and a life-saving device. Unfortunately, in this circumstance, it failed to provide life-saving alarms. The FDA should be aware of both this technology failure and the response from abbott not taking this seriously.